Event description:
A service request was scheduled and the console was serviced. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to a cryoablation procedure, an inflation issue was observed. The low pressure gauge was reading 752 psi. The system was vented and the tank was changed without resolve. The system was vented then a second time which didn't resolve the problem. Service has been recommended for the cryoconsole unit. The procedure was aborted and the patient was under general anesthesia. The product issue reported is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and field service engineering report (fser) were reviewed and analyzed. The data files did not show any injections on the date of the event. The field service engineering report (fser) noted that the low pressure regulator (lpr) would not hold at the 30-40psig tolerance. The pressure recorded on the digital lpr gauge was at equal tank pressure. Cleaning was completed and no drift were observed during inflation or idle. Also, pressure overshoots were seen during the transition phase. A system notice indicating that the safety system detected a high level of refrigerant flow and stopped the injection ((B)(4)) was not generated during the ablation. However, the overshoot was observed during patient file analysis post procedure. The mks valve was replaced. In subsequent testing, actual pressure matched requested pressure and the console mapped appropriately in cooling performance testing. In conclusion, the reported temperature inflation issue was confirmed through data files analysis and field service engineering report (fser). The console failed the inspection due to defective low pressure regulator. The console passed the inspection as per specification and deemed appropriate for clinical use. Also, the product issue reported temperature inflation issue is not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.